Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and pieces were falling off. Customer's blood glucose was 150 mg/dl. The customer was unsure how the damage occurred on the insulin pump. . Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.